Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the cause of the ¿pop in the patient¿s back when they leaned back in the chair¿ leading to a loss of stimulation down their right leg and the issue of their adaptive stimulation turning up on its own was unknown. It was indicated that no actions were taking as the device was working fine and the issue was resolved. The hcp clarified that nothing was wrong with the controller, the patient just didn't understand how to work it. Actions taken to resolve the controller issue was the patient was educated on how to work it, which resolved the issue. The patient¿s weight at the time of the event was unknown. Additional information was then received by the patient on 2018-12-20, reporting that the cause of the ¿pop in their back when they leaned back in the chair¿ leading to a loss of stimulation down their right leg and the issue of their adaptive stimulation turning up on its own was unknown. The patient had stated that no actions had been taken at the time, as the manufacturer was unavailable, however they stated that finally the issue was resolved. The patient reported that they weighed (B)(6) at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was not happy with the device and ¿it keeps on programming and programming¿. The patient was then transferred to patient services where it was clarified that the patient felt a ¿pop in their back while leaning back in their chair¿. It was indicated that the reported therapy concern was related to positional movement. No traumas/falls/emi activity were reported. It was reported that the patient was in their office 10 days after the surgery (confirmed (B)(6) 2018) and they felt a pop in their back and noticed the ¿controller screen had gone dead¿. The patient stated that they then ¿mentioned it to their manufacturer representative (rep) on that same day and they had them pull out the battery and put it back in and it worked, but the patient still thought that there was something wrong with the controller. Patient services explained that the controller screen turning off probably wasn¿t the cause of the ¿pop they felt¿ and explained that the screen goes to sleep as normal operation, but the patient still thought there was something wrong with the controller. The patient stated that since this day when they leaned back in the chair, they stopped feeling sensation down their right leg at all and before they could feel it there. The patient stated that they did have adaptive stimulation enabled and ¿if they were on setting a on program 1 and 2, but that day they unlocked the controller and it had turned up to 7.6 by itself¿. The patient stated that they were currently on program b and claimed this program also moves stimulation up on its own. Patient services reviewed this could be because of the adaptive stimulation and that they should follow-up with their healthcare provider (hcp). The pop in the patient¿s back, the loss of stimulation in their leg and the adaptive stimulation issues began on (B)(6) 2018. No further complications were reported/anticipated.